Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she feel asleep when she was doing a set change because of her medication. Customer woke up and was experiencing high blood glucose of 455 mg/dl. Customer was attempting to administer a bolus but the device was stuck in the rewind process. Customer was unable to troubleshoot high blood glucose because call was disconnected. Partial troubleshooting was done for prime rewind. Customer did try to deliver a bolus during rewind process after sending blood glucose to the device with the meter. Customer was advised to press act on the rewind complete screen and the device stayed in the same screen. Customer was advised to take out the battery for 11 minutes. Call then was disconnected when customer was waiting for the device to restart. Customer was called back but no response. No further information reported.